Manufacturer narrative:
Exact date unknown, event occurred the over course of the last 1 to 2 years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20889179.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will not be returned.